Event description:
It was reported that a malfunction happened with the pump displaying malfunction code 16, which was not resettable. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. The customer decided to use multiple daily injections as a backup therapy, while technical support arranged to replace the pump, ensured the shipping address, and instructed the customer on how to return the faulty pump.